Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. As received, the electrode belt failed incoming functionality testing, specifically an ECG fall-off test. The cause for the test failure was isolated to a shorted component v4 inside ECG "d". The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective electrode belt. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation under her breasts, under the lifevest. The irritation was described as blistery, resembling a chemical burn, scabbing, having little cuts, and bleeding. The patient had reported that her doctor prescribed hydrocortisone cream. Follow-up indicated that the irritation had spread from one breast to the other and that the patient was going to visit her doctor. Subsequent follow-up attempts were unsuccessful and the patient's medical outcome is unknown. In addition, the distributor reported that the patient was receiving constant adjust belt messages.